Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The vessel morphology at implant was: the proximal aortic neck was 25.8 mm in diameter and 51.5 mm in length. The distal aortic neck was 25.3 mm in diameter. The aortic bifurcation was 32.1 mm in diameter. The right common iliac was 57 mm in length; the left was 78 mm in diameter. It was reported that on the CT's were reviewed noting a distal type I endoleak from the left internal. The right internal was coiled and the two bifurcated units placed to preserve flow in the left internal. A 20x12x135 aneurx bifurcated device was placed in the left common iliac. A 16x10x93 was placed from the right up and over the aortic bifurcation into the gate and down the left internal. An endurant bifurcated stent graft was placed from the right. A 16x24 was placed from the left into the aneurx main body. An endurant tapered limb was placed into the right external iliac. The CT showed a type 1 endoleak from the left internal. It appears the 16x10x93 limb has lost seal in the left internal. The patient had a secondary intervention. The patient was prepped and draped the left arm. The physician placed a 4 fr. Sheath and got access to the stent graft. The physician placed a 7 fr. Sheath down the left internal iliac; which was where the 16x10 endurant limb placed inside the aneurx main body in the left common iliac. The physician placed a stiff wire out the internal iliac branches. At this point a 9x59 atrium stent was placed from the internal iliac to the endurant limb. Then a second 9x59 atrium stent was placed to extend it closer to the gate. The post angiogram looked good and showed no endoleak. The endurant limb down in the left internal came out due to change in patient anatomy. No additional clinical sequelae were reported and the patient is fine. Pre-implant 3d images showed a 4cm maximum left common iliac aneurysm, and no aaa. Images post-implant were not available and the reported endoleak could not be assessed.

Manufacturer narrative:
(B)(4). Method: film evaluation. Results: endoleak. Morphology changes. Implanting within the internal iliac; no aaa. Conclusion: morphology changes. Endoleak. Implanting within the internal iliac; no aaa.